Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2018 a patient experienced an asystole event but no alarm was provided at the information center. The patient had an asystole event and expired. The device was in use monitoring the patient.

Manufacturer narrative:
The issue is not consistent with a malfunction of the device. The customer said the monitor tech had stepped away from the central monitor and upon return had observed the patient in room 6 to be in asystole. The customer was not sure if the alarm did not occur or if the alarm was not heard. The alarm volume was noted to be low at level 3 which the nurse manager subsequently increased to 5. The patient coded and was resuscitated but did code again and then expired. Analysis of data provided found a progression over a 20 second timeframe from a pause alarm to an ***asystole alarm with low abp alarms also provided with a subsequent silence action occurring at 8:10:57. Testing of the device found it performing to specification for simulated alarm events. The issue is not consistent with a malfunction; the issue is most consistent with a use related issue.